Event description:
The patient's mother reported that the pump exhibited a "rattle" following an impact.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged circuit board consistent with a severe impact.